Manufacturer narrative:
The explanted device will not be returned for analysis as it was discarded by the medical facility.

Event description:
A report was received that a patient underwent a lead explant procedure due to inadequate pain relief and high impedances on the lead. The patient was implanted with a new lead and is reportedly doing well with the stimulation following the procedure.